Manufacturer narrative:
On 01/26/2016 02:59 pm (gmt-5:00) added by (B)(6): the investigation of the complaint has been completed. No parts were returned for investigation. The evaluation of the received device log show that after the start of the nebulizing program, a software error alarm indicating failed handling of remaining nebulizing time were generated four times in a row. This prompted automatic restarts of the breathing subsystem to rectify the detected problem after each of these software error alarms. After four unsuccessful restarts with persistent inability to handle the remaining nebulization time, the ventilator per design subsequently generated a technical error code indicating disabled valves. The conditions causing this problem were lost when the ventilator manually was turned off and on again (rebooted) which indicates that the cause was a temporary corruption of data or data that was momentarily perceived as corrupt by the breathing subsystem at the time. In conjunction with the four unsuccessful restarts attempts, the breathing subsystem could not connect to its persistent memory which has parameter information stored. In such situation, the ventilator will by design start up in infant patient category with default settings.

Event description:
(B)(4).

Manufacturer narrative:
(B)(6). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that while the ventilator was connected to a patient, it generated two technical error codes. The first indicating disabled valves and the second indicating an error in the internal memory. A nebulizer was connected to the ventilator and in use at the time of the event. There was no patient harm. (B)(4).